Manufacturer narrative:
Visual inspection: in the first step of our investigation, we performed a visual inspection of the product. We have checked for possible damages, deformations of the housing or other abnormalities. The following observations were made during the visual inspection: no significant deformations or damage of the valves were detected during the visual inspection. After separating the individual elements, we could detect deposits on the inlet side of the paedisa and bloody residues in the catheter. Permeability test: in detail, the complete shunt system was tested for permeability in order to identify the suspected blockage. To check if the progav shunt system is blocked, we have performed a permeability test on the shunt system. This test is carried out with the product in the horizontal position with a hydrostatic pressure difference of approx. 30 cmh2o in the direction of flow. The test showed that the progav shunt system is non-permeable. To determine the location of the occlusion, the shunt system was dismantled and each element was tested individually for permeability. The test showed that the both valve were permeable, see pictures 5 and 6. Further tests also showed that the catheter and the prechamber were permeable. Adjustability test: we have investigated whether the progav can be successfully set to each specified pressure setting. Thus indicating whether the valve(s) are fully adjustable within the full range of specified pressure settings ( in increments of 5 cmh2o). The progav 2.0 was found to be adjustable to all pressure settings. Braking force and brake function test: the braking force and brake function test investigates whether the braking function of the adjustable valve(s) is present and how much force must be exerted on the housing to release the rotor to adjust the valve(s) using the integrated magnet of a specific measurement apparatus of braking force. The braking force of the progav was within the specified tolerance and the brake function operated as expected. Internal inspection of product: in order to verify whether the investigated shunt system was compromised by the known risks of hydrocephalus therapy, e.g. By a build-up of natural substances (protein, blood, or tissue particles) in the cerebrospinal fluid, we have dismantled the shunt system. After dismantling of the valves, some deposits were found in progav and the paedisa. Results: based on our investigation, we are partly confirm able to substantiate the claim of "blockage"". We are assuming that the deposits detected within the valve have caused the functional impairment. Deposits caused by natural substances in the cerebrospinal fluid, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Even small amounts of non-visible deposits might compromise the integrity of the valve. We can exclude a defect at the time of release. The valve / shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg.

Manufacturer narrative:
When additional information or the product becomes, available a follow up report will be submitted.

Event description:
The patient had hydrocephalus caused by brain tumor. After the ventriculoperitoneal shunt was carried out on (B)(6) 2020, the condition did not improve and the ventricles did not become smaller. On (B)(6) 2020, the surgical exploration was carried out again. It was found that the shunt tube could not drain the cerebrospinal fluid, and the valve pressure was 4. Then the doctor replaced the valve, kept the ventricular end, and then the drainage was smooth. Additional information was not provided.